Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported the string was missing from a tampon so she thought she had already removed it. The tampon came out on its own 17 hours later. She did not experience any unusual symptoms and did not need to seek medical attention.